Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Stoma site infection and buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. On 04 august 2021 it was reported the patient applied to the hospital for discharge on peg area. An endoscopy was performed and an infection on the peg area and buried bumper syndrome were diagnosed. The peg-j was removed on (B)(6) 2021 and will be replaced after 2 weeks according to recovery of the infection.